Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the patient had experienced 2-3 falls within this year. It was stated the first fall the patient had, they hit their head on a pipe with full force. It was stated the patient had been experiencing neck and lower back pain also and needed a magnetic resonance imaging (MRI) to check on it. It was noted that it was unknown if the symptoms reported were related to the device or therapy. The patient was implanted for parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.